Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the torque driver has revealed that the hex-lobes are slightly worn, potentially from general usage. The product was tested for torque and is found to be within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The x 15 torque driver was tested for torque and is found to be within the specified guidelines. Also, a visual examination has revealed no major defects and is functioning as intended. The investigation could not verify or identify any evidence of product contribution to the reported problem. It is not suspected that the product failed to meet specifications. Therefore, no further investigation is required. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon felt that torque limiter wasn¿t calibrated. Opened a second set to get another one. Replacement needed po (B)(4), ship to (B)(4). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.